Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the patient was admitted with no arterial line, so nibp was applied. There was no negative impact reported on the patient that was treated.